Manufacturer narrative:
The returned closure top was evaluated. The visual inspection found thread damage. Functional tests were completed with a screw, driver, and sleeve. The closure top was unable to mate with the sleeve but was able to mate as expected with the driver. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Event description:
It was reported that during a procedure two closure tops were stripped during the final torquing. The closure tops were removed and replaced with alternate closure tops to complete the case. There was a surgical delay longer than 30 minutes with no additional patient impacts reported. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00374.

Event description:
It was reported that during a procedure two closure tops were stripped during the final torquing. The closure tops were removed and replaced with alternate closure tops to complete the case. There was a surgical delay longer than 30 minutes with no additional patient impacts reported. This is report two of two.